Event description:
Second revision surgery (split from (B)(4), MDR 1644408-2010-00008) - second dislocation happened, the surgeon tried to implement manipulation and confirmed another disassociation during initial traction. The patent underwent revision surgery again. Finally a unipolar system used.